Event description:
It has been identified that this record, mrn 9617229-2023-04580, is a duplicate of mrn 9617229-2023-03784. Please see mrn 9617229-2023-03784 for reportable events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported bilateral ruptures diagnosed by a physician. Device remains implanted. Right side record. This complaint captures the right side.